Event description:
It was reported via repair work order that the bed was overheating and losing power due to a faulty power supply. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer. Customer provided with parts and performed repairs. Customer performed evaluation.

Event description:
It was reported via repair work order that the bed was overheating and losing power due to a faulty power supply. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.